Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the screw backed out at l2/3. ¿the fixation level was extended to l4 after re-inserting l2/l3 screws. It was reported the screws placed th11/12 backed out post-operatively. Revision surgery performed approximately 13 months post op. New screws were placed at th9/10 and th11/12 screws were replaced with bigger ones using a competitor¿s product.¿ no additional information was given.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.